Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the inserting new battery into the insulin pump and it did not turn on. The customer blood glucose level was unknown. The customer previously reported that they hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently and insert battery alarm did not display on the insulin pump screen. Troubleshooting was stopped for blank display. The device will not be returned for analysis.